Event description:
During the course of a heart catheterization a choice pt2 wire was advanced into the adjacent obtuse marginal branch. There was significant difficulty in advancing this wire into the adjacent obtuse marginal branch and it was retracted. Upon retracting, a fragment of the wire remained within the left circumflex artery. Attempts were made to retrieve this fragment of this choice pt2 wire with a snare device, however after multiple attempts the wire fragment remained within the left circumflex. Surgeon pinned the wire fragment to the vessel wall with a cardiac stent.